Manufacturer narrative:
D10: 02-020-13-0340 - truliant cr cem fem cr cem right sz 4: (B)(6). 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t: (B)(6). 200-07-35 - advanced patella 35mm 3 peg implant: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial tka (total knee arthroplasty) on the right side. Subsequently, the patient experienced instability and pain. As a result, the patient underwent a revision where the surgeon performed a poly insert swap. Patient was last known to be in stable condition following the event. No further information available.